Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent anterior spine surgery with a skyline plate. After tightening the camlock of the plate, the camlock had to be reopened. As the left turn was executed with the torque limiting handle and camlock screwdriver, the handle gave way and later unscrewed itself and fell apart. The unlocking of the screws had to be performed with the camlock screwdriver shaft and a jacobs chuck. This report is for a torque limiting handle. This is report 1 of 1 for (B)(4).